Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the problems were all found during bench test; there was no patient injury. One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was damaged housing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log was not downloaded. To further investigate, a functional test was performed. Customer problem was duplicated. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1260. No adverse effects were reported.